Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. The account does not adhere to the collection tube manufacturer's recommendations for spin times. The IFU for dimension ctni flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." The instrument is performing within specifications. No further evaluation of the device is required.